Event description:
Olympus received a medwatch report (B)(4) which stated the following, "the thunderbeat handpiece was working well until about 1550. Upon visual examination, the tech and surgeon noted that the teflon pad was melted affecting the connection to the console/generator. The procedure was finished with another handpiece. The intended procedure was a laparoscopic nephrectomy". Olympus followed up with the user facility to obtain additional info regarding the report but with no results.

Manufacturer narrative:
The handpiece has not been received. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.